Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the reservoir had leak on 2nd past o ring. The customer was assisted with troubleshooting. The customer was reported that the reservoir compartment was exposed to moisture and insulin pump had diminished battery life. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned and reservoir will not be returned for analysis.